Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The perforator was returned for evaluation: device history record (DHR) - there is no indication that the production process may have contributed to this complaint. Failure analysis - the perforator unit was inspected using the unaided eye. A worn "eto" label and organic matter were present. "IFU" testing procedure was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported that on (B)(6) 2020, the codman disposable perforator failed to disengage during placement of the 2nd burr hole. This resulted in dura mater injury and a brain contusion. It was reported that a young doctor made 1st and 2nd burr-holes, and the experienced doctor made the 3rd and 4th burr-holes. A 5th burr hole was used with a new device and the procedure was completed.